Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model ec500j vena cava filter allegedly experienced filter tilt, perforation and difficult to remove.this report was received from one source. This malfunction was involved with patient with no reported consequences. The 30 year old female patient was 184 lbs.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80235. H10: the lot number for the reported malfunction was not provided, therefore, a lot history review will not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties.based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: b5, g3. H11: d1,d 4, g1, h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the event is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for malposition of device (tilt), difficulty to remove, and patient-device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unknown eclipse filter experienced device malposition (tilt), difficulty to remove, and patient-device interaction problem. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.